Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal cord injury/spinal cord disease and intractable spasticity. The healthcare provider reported that the patient had an MRI today at 1:30pm. The healthcare provider had interrogated the pump 3 times in the past hour, but they were not seeing the recovery code in the pump logs. The agent reviewed telemetry state, and it was suggested that they keep checking the pump. The healthcare provider stated they heard the pump alarm in the past 5 minutes.